Event description:
The account alleged that a burning smell was coming from the electronics pan. The account found that the r10 resistor on the high voltage board was compromised and when the account installed a new board, the problem remained.

Manufacturer narrative:
The account replaced the high voltage board to repair the bed.